Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) not charge the batteries on ac power. No patient involved, no harm.

Manufacturer narrative:
A getinge field service engineer (fse) attempted troubleshooting over the phone. Unit cart shows ac power light when plugged into outlet. Unit reseated in cart, issue persists. During troubleshooting the unit started charging batteries from ac power. Unit left to charge before in person inspection. Initial in person inspection shows batteries are fully charged. No relevant faults found in logs. Unit functions from battery power. Unit charges batteries from ac power. Unit runs on ac power with no battery modules installed. Ac power light and battery charging light on cart function normally. Unable to duplicate issue. Unit passes all tests and calibrations to manufacturer standard.